Manufacturer narrative:
The complaint was initially submitted as involving medinol's 510(k) cleared biliary product, the x-suit nir biliary metallic stent (k150487). On january 10, 2018, the product arrived at medinol for investigation. The investigation revealed that the complaint product is in fact a different biliary product manufactured by medinol, the x-suit nir covered biliary metallic stent. The complaint xs102 was deleted, and a different complaint was opened in its place. The x-suit nir covered biliary metallic stent is not cleared by FDA, and therefore is not commercially distributed in the us. As a result, medinol would like to retract the previous MDR, and inform FDA that additional reports will not be provided.

Manufacturer narrative:
Device not yet returned to the manufacturer.

Event description:
The stent was broken in half after it was deployed at the lower middle bile duct and the broken stent in side of the duodenum was fallen in the duodenum. The customer was deployed a new stent into the stent which remained into the bile duct. There was no injury to the patient. The condition of the patient is ok.